Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of unknown duration occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed passed. A review of the share logs was performed and signal loss over one hour was found. The allegation was confirmed. The probable cause of the signal loss could not be determined. The reported event of signal loss of unknown duration is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of unknown duration occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of signal loss of unknown duration is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.